Event description:
It was reported that the device spo2 sensor was providing inaccurate readings. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
It was reported that the spo2 saturation readings are incorrect. The customer was calling in to place an order for a replacement/new adult spo2 sensor. The customer was advised that the requested material has been obsolete since (B)(6) 2022. (B)(6). D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required.